Event description:
The customer reported false negative reactions of two donor units with seraclone anti-jk(a). The customer returned the supposedly defective product for investigational testing, but none of the samples that had caused false negative test results. Our quality control laboratory tested the supposedly defective product in parallel to the retained sample with different jka+b+ red cells and reagent red blood cells of a competitor. All positive reactions were correct. We did not observe any false negative or weakened reactions. The reactions of complaint sample and retained sample were comparable. The required minimum titer was exceeded. Testing by our quality control laboratory confirmed the allegedly defective lot of seraclone anti-jk(a) functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.